Event description:
It was reported that following implant, the pump was programmed to minimum rate. They did not prime the internal pump tubing or the catheter. The next day, the patient was unresponsive. Other hcps (healthcare providers) were questioning whether the pump delivered the morphine already. The pump managing physician knew that no drug had been dispensed. At the programmed rate, it would take 90 days for the drug to reach the patient. The patient was in the ICU (intensive care unit) in respiratory distress and being managed by the surgeons. It was reported that the patient was ¿not a healthy patient to being with and this is a response to the anesthesia; it is not a response to the intrathecal morphine because the morphine has not been delivered yet¿. It was later reported that the cause of the event was ¿unknown ¿ likely chf/copd¿. ¿this event had nothing to do with the pump or intrathecal medicine.¿ the pump was delivering compounded morphine. The patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 8840, serial# unknown. Product type: programmer, physician. (B)(4).